Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.084 by 0.499 inches was found to be broken off. The broken piece was not returned. In addition, the instrument was found to fail energy recognition test.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace was not recognized. The user completed the procedure using a backup harmonic ace with no further issues reported. No fragments fell into the patient's anatomy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient. It was also confirmed that the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.